Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the caller was putting the ins into MRI mode and observed eri, then eos and then proceeded with no communication with ins. Caller wanted advice on performing MRI, discussed. Asked caller if patient was aware her ins was depleting, or has depleted and the caller indicated she was not aware and was unexpected. No symptoms were reported.